Manufacturer narrative:
The pod was received with the cannula deployed. Pod download data showed that it completed first and second priming, and the user deactivated the pod at the end of second priming. Due to the deactivation, the pod could not begin the insulin delivery. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. No other damages or defects were found in the device during the investigation that would cause a failure to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours on the leg. As treatment, a new pod was placed.